Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device ( lcp drill bit ø2.8 w/stop l165 2flute, part number 310.284, lot number 9694666). The subject device was returned with the complaint condition stating: we have received a drill bit for investigation. The visual inspection has shown that approximately 14 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additional it was detected, that the tip is also untwisted. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 52.8-54.0 hrc also within the specification of 52 +3/0 hrc. This lot of (B)(4) pieces was manufactured in may 2016 and we are not aware of any other complaint with this article- and lot combination. Based on these findings we exclude any manufacturing related issue. Measurement outer diameter ø1.8: drawing. Gage: 3-03-17585, tolerance ø1.8 0/-0.03, result: ø1.78 "pass". Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Implant and explant dates: device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter contact number: (B)(6). Device history records review was completed for part# 310.284, lot# 9694666. Manufacturing location: (B)(4), manufacturing date: oct 19, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in(B)(6) as follows: it was reported that on receiving the loan set from distributor (B)(4), specialist checked it and found instruments with damage: two (2) lcp drill bits had their cutting head damaged. No patient involvement reported. This report is for one (1) 2.8mm drill bit. This is report 2 of 2 for (B)(4).